Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual inspection didn't reveal any non-conformances. A gravity test was performed and the result was conforming within the acceptance criteria. It is unknown what caused the reported condition. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter (B)(4) of a dehp administration set showing a discontinuous flow at the position of the roller clamp. This occurred during patient-use; however, there was no patient injury or medical intervention reported. No additional information is available.